Event description:
It was reported that the pulse generator exhibited backup operation.

Manufacturer narrative:
Final analysis found the pulse generator in backup operation mode with product code intact. The product code was reloaded to restart the device. Thermal and mechanical stressing did not cause the backup operation to recur.